Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the arm was not free to move at startup and system logs indicated vertical setup joint errors. The site attempted to use the emergency power off on the patient side cart and manually back drive the vertical axis, but the arm still would not home. The site then swapped the patient side cart with one from a different system because all three arms were needed and the system was down. The procedure was aborted to another dv system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse arrived on site to replace proximal setup joint (suj) 3. During the replacement and software update on dv5 psuj3, the update reported errors. Upon reviewing the error logs, the fse identified 307 errors. The fse reconnected all cables to the psuj; however, the errors persisted. The fse then removed the faulty psuj and proceeded with replacing psuj3 using the new unit. The psuj3 replacement was completed. The system was tested and verified as ready for use. Isi received the product involved with this complaint and performed failure analysis. Psuj serial no. (B)(6) was returned for failure analysis with a reported problem of dead-on arrival (doa). The return was confirmed but not replicated. Because the unit was doa, it was never recognized by the system and it was therefore not possible to confirm any error in the field via artemis. The fse was contacted via email and stated that the unit repeatedly failed with error codes 307 and 319 due to a programming issue. Upon visual inspection, no issues were found that were related to the reported event. The unit was installed on a golden system in normal mode, where it functioned as expected. The unit was also installed on a patient side cart fixture test platform (pftp), where it passed all relevant tests with no log errors. Based on these findings, failure analysis concluded that the axes controller setup (acu) printed circuit assembly (pca) is consistent with the reported problem and considered it the potential root cause. Psuj serial no. (B)(6) was returned for failure analysis, and the reported issue of arm 3 not being free to move at startup was confirmed and replicated. In artemis, error 23007 was found, indicating high command velocity during the wiggle test on universal surgical manipulator (usm) 3, suj z-axis gravity motor (suj proximal), confirming the reported problem. Upon visual inspection, residue was found on the brake, which would be related to the reported problem. The proximal was installed on a golden system, where error 23007 was found in the error logs, replicating the reported problem. The proximal was then tested on a pftp, where it passed all tests. Based on these findings, failure analysis determined the vertical brake to be the potential root cause of this issue. .